Manufacturer narrative:
The axiem unit was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment on 9 march 2017. The representative reported that the emitter was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter was received for evaluation. Testing found that a communication error occurred when connected to the axiem box. The emitter interface displayed a coil error, confirming an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site experienced intermittent tracking with the navigation system where communication between the patient tracker and instrument were red status. The site elected to continue with a separate medtronic navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID and dob provided.